Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I free t4 reagent lot: 60071ud00. There was an increase in complaint activity, however, no related trends were identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Return testing was not completed as returns were not available. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number 60071ud00.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The result was not reported out. The sample was repeated with lower results. The following data was provided (customer provided reference range: 9 to 19 pmol/l): sid (B)(6)16july2024 initial result processed on ai03305 = >64 repeat result processed on (B)(6)and (B)(6)= result was 15 ng/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The result was not reported out. The sample was repeated with lower results. The following data was provided (customer provided reference range: 9 to 19 pmol/l): (B)(6) 2024 initial result processed on (B)(6) = >64 repeat result processed on (B)(6) and (B)(6)= result was 15 ng/dl no impact to patient management was reported.